Event description:
Caller reported blood glucose results of 440 mg/dl and 205 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 440 mg/dl and 205 mg/dl within caller reported blood glucose results of 440 mg/dl and 205 mg/dl within caller reported blood glucose results of 440 mg/dl and 205 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to 10 minutes on the aviva system. Reported no adverse event relative to 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, discrepancy. A request was made for the return of the system, discrepancy. A request was made for the return of the system, replacement was sent. Replacement was sent. Replacement was sent.